Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per case details, 6 weeks post revision left tha (B)(6) 2018 to treat trochanteric femoral fractures, patient required a second revision due to a left vancouver b2 periprosthetic femur fracture. Also reported was a rupture of the most inferior cable attached to a femoral plate approximately 3 months later; per case details, ¿it is unknown whether these are smith and nephew devices.¿ it has been reported that no additional information is available. No further patient specific clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported femoral fractures including rupture of cable cannot be definitively concluded. Further patient impact beyond the reported events could not be assessed. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, 6 weeks after a medically indicated revision of the left hip tha performed on (B)(6) 2018 to treat trochanteric femoral fractures, where redapt slvd mono stem 240mm sz 13 so was implanted, the patient required a second revision surgery due to a left vancouver b2 periprosthetic femur fracture. There is also a report for an adverse event, occurred on (B)(6) 2018, for a rupture of the most inferior cable attached to a femoral plate, although it is unknown if these devices are smith and nephew devices. Additional details about primary surgery and the patient's final outcome are unknown. This de-identified clinical data is related to a post market clinical follow-up activity for redapt sleeved mono stems. As the data collection activity has been done retrospectively and data is provided anonymized, the information provided is limited and further information cannot be obtained.